Event description:
It was reported that, during implant, the patient's lead was unable to attach to the myocardium and slid out of the mouth of the implantation tool. The physician suggested that the lead possibly became dislodged from the insertion tool due to patient fat. The lead was explanted and replaced with a new lead. The new lead initially slid out of the mouth of the implantation tool but was successfully implanted with the use of a hemostatic clamp. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.